Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Device restarted on patient. Event occurred (B)(6) 2025 at 06:57 central, no adverse patient effects reported.

Event description:
Device restarted on patient. Event occurred (B)(4)2025 at 06:57 central, no adverse patient effects reported.

Manufacturer narrative:
The affected device was examined onsite by dräger service technician and the log file was provided for further analysis at the manufacturer¿s site. According to the investigation results, no hint of a device malfunction could be detected. The log file provided does not reflect the day of the event. No further log file was provided on request. The analysis of the log file provided does not show any device malfunction. Therefore, there was no detailed analysis was possible. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects a deviation, audible and visual alarms would be posted to inform the user about the problem. The technician onsite reinstalled the software to the newest version and then tested the device according to manufacturer specs without deviations. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.